Event description:
This case referes to a patient who has been using the 6060 home-run-pump device for infusion of parenteral nutrition for an unknown time. The pump has been used for this patient together with the 6060 home-run-infusion set and an unknown total parenteral nutrition compounded solution (all in one). At an unknown date the pump was returned to the pharmacy because the pump continued the infusion despite giving air alarm and air in the tubing at the end of the infusion. The infusion was manually stopped prior to infusion or air. The air detector had been adjusted to 0.5ml. The pump was tested by the pharmacy with a compounded trn solution ( 1900 ml volume) and the homerun infusion set. Air detector was set to 2 ml. After 1700 ml the pump displayed that the infusin was completed but continued to pump. After pumping of all of the 1900 ml the pump alarmed air in the tubing, but continued to pump at keep-in vein open rate. Also the time was set to 14:00 hours but the display showed 14:01. The pharmacy reporter stated that the malfunction could have been life-threatening.